Manufacturer narrative:
The following field was corrected: investigation information pertaining to vena cava perforation/thrombotic occlusion. The investigation was reopened due to additional information provided. The following allegations have been investigated: inability to retrieve the device, poor circulation, permanent use of blood thinner, swollen legs, trouble walking, inability to perform many activities/limited physical activity, leg pain, and loss of consortium. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported poor circulation, permanent use of blood thinner, swollen legs, trouble walking, inability to perform many activities/limited physical activity, leg pain, and loss of consortium are directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the common femoral vein due to prophylaxis for blood clots prior to knee surgery. Patient is alleging vena cava perforation, inability to retrieve the device, and severe clotting around filter. The patient is further is further alleging ivc (inferior vena cava) occlusion, poor circulation, permanent warfarin use to prevent further blood clots, that the prongs are extending out of the ivc near the aortic wall, swollen legs, trouble walking, inability to perform many activities/limited physical activity, pain in the leg, loss of consortium. The patient reports that the onset of symptoms related to the filter occurred approximately 8 years later. Per a report from venogram, "a glidewire and a vertebral catheter, through a 6-french sheath were then used to traverse the iliac and [caval] thrombus." "Ultrasound-guided access was then obtained of the left common femoral vein; however, due to the extensive clot burden, we were not able to pass a wire, therefore, manual pressure was held for hemostasis, and we elected to use the right ij."

Event description:
Additional information received on (B)(6) 2019 via sfc: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Summary of investigational findings: investigation was reopened due to additional information provided. Rpn and lot# are unknown, however there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vc perforation, ivc occlusion". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "prongs of filter are protruding out of inferior vena cava" and "(B)(6) 2016 diagnosis of thrombotic occlusion". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.